Event description:
Surgery was performed by dr. To remove bilateral breast (gel) implants, due to the rupture of the right breast implant. Implants were removed and capsulectomies were performed bilaterally; the right gel implant was ruptured intracapsule, the left gel implant was fully intact. No replacement of implants was performed.